Event description:
Olympus was informed that during an unspecified laparoscopic procedure, the jaw of the needle holder broke off and fell inside the patient. This occurred when the gynecologist closed the jaws in order to grasp the suturing needle. However, no fragments/parts remained inside the patient as they were reportedly retrieved by unspecified grasper. No other information was provided but the intended procedure was subsequently completed and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore the manufacturer's evaluation/investigation was exclusively performed on the basis of the provided information. According to the available photo documentation, the movable jaw of the needle holder had completely broken off. Furthermore, there is clearly visible corrosion at and around the fracture surface. Causal for this damage and the subsequent breakage of the jaw is improper and/or incomplete reprocessing in combination with mechanical overload. Furthermore, a material or quality problem can be excluded as a manufacturing and quality control review was performed for the affected lot number of the jaws without showing any abnormalities. As clearly stated as a warning note in the instructions for use, the jaws must be properly reprocessed and inspected before first and each subsequent use, as well as after use, following the instructions in the manual and in the olympus endoscopy system guide. Furthermore, it has to be checked that the product has no dents, cracks, kinks, deformations, deep scratches, corrosion, missing or loose parts, insulation defects (holes, cuts, cracks, shrinking, strong discoloration), hf damages (welding spots, melted metal) and mechanical damages (on the teeth of the jaw, deformation on the proximal end of the jaws insert). A damaged product must not be used. The user apparently did not follow these instructions as he reportedly used the suspect medical device despite improper and/or incomplete reprocessing, and clearly visible corrosion. Furthermore, the breakage of the jaw was caused by mechanical overload. Therefore this event/incident was attributed to abnormal use/off-label use and use error. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct reprocessing and usage of the olympus medical devices.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.